Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a dissection occurred. The patient presented for percutaneous coronary intervention. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of the procedure. The loading dose of 325 mg of aspirin and 300 mg of clopidogrel was given at the time of the procedure. The 68% stenosed, 2.50 x 26 mm target lesion was located in the mid to distal left anterior descending artery. The target lesion was pre-treated with 3 devices, a 2.75 x 15 mm wolverine cutting balloon, a semi-compliant balloon, and a non-compliant balloon with 47% residual stenosis. After pre-dilation, a grade b dissection was noted. A 2.50 x 30 mm agent dcb was further used to treat the lesion with adjunct treatment using two drug eluting stents for residual stenosis. The patient was discharged on aspirin and clopidogrel.